Event description:
It was reported that this right atrial (ra) lead caused the patient experience chest pain and cardiac tamponade. It was found out the patient had pleural effusion. Physician did a pericardiocentesis to address the issue. Moreover, sensing dropped a bit but resolved on its own. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the h6: device manufacturers only and b2: outcomes attrib to adv event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the h6: patient code and e1: initial reporter zip/postal code and initial reporter phone. Patient code 3191 captures the reportable event of additional intervention required to drain fluid.

Event description:
It was reported that this right atrial (ra) lead caused the patient experience chest pain and cardiac tamponade. It was found out the patient had pleural effusion. Physician did a pericardiocentesis to address the issue. Moreover, sensing dropped a bit but resolved on its own. Additional information obtained from the field representative indicates that the patient was checked everyday and getting good thresholds results. The patient is now home and doing fine. To date, the lead remains in service. No additional adverse patient effects were reported

Event description:
It was reported that this right atrial (ra) lead caused the patient experience chest pain and cardiac tamponade. It was found out the patient had pleural effusion. Physician did a pericardiocentesis to address the issue. Moreover, sensing dropped a bit but resolved on its own. Additional information obtained from the field representative indicates that the patient was checked everyday and getting good thresholds results. The patient is now home and doing fine. To date, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the supplemental follow-up 2, b2: outcomes attrib to adv event. Patient code 3191 captures the reportable event of additional intervention required to drain fluid.

Manufacturer narrative:
As no further information concerning this report is expected, our investigatin is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead caused the patient experience chest pain and cardiac tamponade. It was found out the patient had pleural effusion. Physician did a pericardiocentesis to address the issue. Moreover, sensing dropped a bit but resolved on its own. The lead remains in service. No additional adverse patient effects were reported.